Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
In (B)(6) 2016 was implanted a profemur l size 6 (ref. (B)(4)) with a interchangeable neck (12/14) straight long (ref. (B)(4)) and biolox femoral head size 32 (ref. (B)(4)) with procotyl l shell size 52 (ref. (B)(4)) and a-class liner size 32 ((B)(4)). In (B)(6) 2016 there was a neck fracture (ref. (B)(4)). No trauma occur. Additional information received 06/10/2016. Allegedly, there was an prosthetic neck breakage.

Manufacturer narrative:
Received parts back.